Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. A longevity calculation was performed and the device was found to be within expected longevity performance due to excessive charges. The device's functionality was tested on the automated electrical system and no anomaly was detected. The device met all specifications.

Event description:
The device was explanted due to premature battery depletion.